Event description:
Information was received from a patient via a manufacturer representative regarding an external device to an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt has been getting a replace the battery message (the caller did not know the exact verbiage of the message) on the patient controller when they are attempting to start an ins charging session. The patient indicates that the controller battery is charged in these instances. During the call the caller stated a charging session and the controller connected to the ins. The caller indicated that the controller did not display the coupling status. The controller was 70% charged at the time of the call. The controller did not display a message about the controller battery level. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about charging. The patient will follow-up with patient services if they get the message in the future. Tss called the rep to confirm the managing md information. No symptoms were reported. Pt called back and stated they met with their representative yesterday to speak with someone from technical services. Pt was getting the batteries low replace controller batteries message. Pt confirmed the batteries low message only displayed when they were attempting to charge their implant. Pt noted the paddle would get pretty warm when charging their implant but wasn't sure if the paddle was warmer than usual. Pt stated it took a long time to charge their implant and they had to give up sometimes after half an hour of charging. No visible damages in the controller charging port and the recharger. Pt was able to charge their controller fully.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial#(B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: , UDI#: h3: the 97755 recharger, serial #(B)(6) , was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.